Event description:
During device follow-up performed on (B)(6) 2011, the physician observed an atrial sensing percentage over 100%. An explanation was requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. (B)(4). Conclusion: the device operated as specified. The reported behavior was due to a specific programmer behavior when the device is programmed in ddi.